Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's mother reported the following discrepancy: cgm reading low and blood glucose meter 180 mg/dl. The patient reported no use of acetaminophen at the time. The patient's mother also reported that the sensor was inserted in the patient's arm. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients. The device is not indicated for use in the arm.